Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2017 with the following findings: a review of the black box showed a call service 088 alarm near the date of the complaint. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed correctly. The pump was exercised for 24 hours and no alarms occurred. No defects were found to the pump. The issue was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump randomly vibrates one time and nothing is lost on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.